Manufacturer narrative:
No leakage was noted at any section of the syringes (connector, extension tubing, barrel, gauge, etc) or delivery system, and the connectors were checked for proper seating/fitting on the delivery system hub. Nothing was wrong at the connection. Before attempting to deploy this coil, the syringe did not previously exceed the green zone/ position #3. After disconnecting, no damages were noted on the syringe. Other than the reported event, no other damages were noted on the syringes or coil delivery system, or coil (unraveled, stretched, detached, kink, bend, etc). Additional information will be submitted within 30 days ore receipt.

Event description:
The patient was male, age unknown. The procedure was coil embolization for aneurysm located in left internal iliac artery (prior to stent grafting). The aneurysm size was 33mm. The orbit 637mf0515 (complaint product) was utilized as the fourth coil. Prior to the coil, orbit 10mm, 8x24mm and 6x15mm were placed. The coil 637mf0515 (complaint product) could not be detached though alternative detachment was attempted. The syringe was exchanged to the new product, however, the coil still could not be detached. The coil was removed from the patient, and the procedure was continued utilizing other coil. The procedure was completed without patient injury. All the products were store, handle, and prep per labeling instructions. Prior to connecting and during prep, neither the syringe or coil delivery system was damaged. The dcs syringe was utilized to prep the device, and no damages were noticed during prep. During prep, the blue zone was not exceeded on either syringe, and a dedicated saline source was utilized to fill and prep the syringes. The products were connected properly to the hub of the coil delivery system.

Manufacturer narrative:
The fourth coil, a 5x15 trufill orbit mini complex fill could not be detached although the alternative detachment method was attempted. The trufill dcs syringe ii was exchanged to a new product; however, the coil still could not be detached. The coil was removed from the patient and the procedure was continued using another coil and the procedure was completed without patient injury. The procedure was a coil embolization of a 33mm left internal iliac artery aneurysm prior to stent grafting. Prior to this coil, an orbit 10mm, 8x24mm and 6x15mm were placed. The coil 637mf0515 (complaint product) could not be detached though alternative detachment was attempted. The syringe was exchanged to the new product; however, the coil still could not be detached. The coil was removed from the patient, and the procedure was continued utilizing other coil. The procedure was completed without patient injury. All the products were stored, handled, and prepped per labeling instructions. Prior to connecting and during prep, neither the syringe or coil delivery system was damaged. The dcs syringe was utilized to prep the device, and no damages were noticed during prep. During prep, the blue zone was not exceeded on either syringe, and a dedicated saline source was utilized to fill and prep the syringes. The products were connected properly to the hub of the coil delivery system. No leakage was noted at any section of the syringes (connector, extension tubing, barrel, gauge, etc) or delivery system, and the connectors were checked for proper seating/fitting on the delivery system hub. Nothing was wrong at the connection. Before attempting to deploy this coil, the syringe did not previously exceed the green zone/ position #3. After disconnecting, no damages were noted on the syringe. Other than the reported event, no other damages were noted on the syringes or coil delivery system, or coil, i.e. It was not unraveled, stretched, detached, kinked, bent, etc. A non-sterile trufill dcs orbit was received coiled inside of a plastic bag. The hypotube and support coil were kinked. The introducer was received unzipped; embolic coil, gripper and support coil were out of the introducer. The headpiece was still attached to the gripper; the rest of the embolic coil was not received; it had been separated at the headpiece, since only the headpiece was present. The gripper was inspected under microscope and it has a compressed section as well. The broken coil could be observed due to only the headpiece was attached to the gripper. Microscopic analysis showed a wedge of solder still attached to the coil headpiece, in the area between the coil loops. This indicates that the solder had good adhesion to the coil headpiece. Using a lab sample syringe (B)(4), the trufill dcs system was purging on the blue zone; after that and even with the compressed section in the gripper, the embolic coil was detached when the needle of the pressure gauge was on the green zone. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported failure of the coil to detach was not confirmed with functional testing; the headpiece detached from the gripper with functional testing using a lab sample syringe. Based on the report that the coil was removed from the patient intact without further damage, the separation of the coil at the head piece as well as delivery system damage would have occurred post procedural use. Although no with review of the available information no conclusion can be made regarding the inability to detach the coil; however, based on the analysis of the returned device, unidentified clinical factors may have impacted the event. There is no indication that the failure of the coil to detach is related to the manufacturing process. Therefore, no corrective actions will be taken at this time.